Manufacturer narrative:
Report # 1020379-2019-00002 is associated with (B)(4), polident 3 minute.

Event description:
I don't know if she swallowed it or not. It was in the bathroom [accidental device ingestion]. Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional information: adverse event information was received on 10 january 2019, via phone call. Consumer reported that, "what will happen if a polident is swallowed? I don't know if she swallowed it or not. It was in the bathroom."